Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
The reporter reported that the insulin pump and the battery were warm to the touch. Troubleshooting revealed there was no moisture or corrosion, or cracks seen in the battery compartment. The pt did not seek any medical attention. No adverse event was associated with this issue.